Event description:
It was reported that an ilet pump¿s touchscreen was cracked after the user dropped the device, and the screen remained damaged; the event involved a broken display component without device alarms. Symptoms included no clinical effects. Outcomes included no impact to patient health or need for medical care. Investigation included customer interview and troubleshooting with education on device shutdown, data sync to the mobile app, return logistics, and replacement process. Investigation of this case revealed physical damage to the touchscreen consistent with user handling, with no performance issues or alerts reported beyond the cracked screen. It was concluded that the device sustained user-induced physical damage and that replacement and return procedures were appropriate.